Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp microbore catheter extension sets would not flow. It was further reported that when flushing the set using a non-baxter syringe it would ¿spray sideways.¿ this was issue was noted during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.